Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 303005. Batch # 4114931. It was reported by customer that they notice that some needles had glue around the boot and in the needles. No patient was found harm because it was found before going to the customer.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was glue around the boot and in the needles. To aid in the investigation, twenty-one samples with no packaging were received for evaluation by our quality team. A visual inspection was performed. Twelve of the samples have no defects or imperfections. Nine sample have an epoxy drip over on the needle hub. No samples have epoxy on the needle and the epoxy at the needle-needle hub joint is acceptable in all the samples. The drip over on the needle hubs could occur if there was a jam at the cannulator. A device history record review was completed for provided material number 303005, lot 4114931. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.